Event description:
A customer reported an issue with high blood glucose levels, with the highest level reaching 339 mg/dl. The customer took a correction bolus via their pump and received assistance from technical support to address the issue, which was attributed to user error during the insulin loading process. They educated the customer on removing air gaps in the cartridge and tubing to ensure proper insulin delivery, and the customer resumed insulin use.